Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The cause of the rite - earth leakage current failed performance spec was undetermined as not enough evidence was available to make a determination, however bug infestation could have contributed to the issue.